Manufacturer narrative:
A siemens technical application specialist (tas) was at the customer site. Tas replaced the outdated acid and base and rinsed reservoirs with fresh acid and base a few times. Tas also installed fresh acid and base on bulk bottles, primed the lines and ran calibrations. The system is performing within specification. The cause of the customer using the acid and base past the indicated stability date of 28 days is failure to follow instructions. The instrument is performing within specifications no further evaluation of the device is required.

Event description:
The operator(s) of an advia centaur xp instrument ran patient samples for prostate specific antigen (psa) and vitamin d with acid and base reagents past the 28-day stability date. The samples were rerun after the acid and base reagents were replaced and the psa samples did not result significantly different. The vitamin d results all resulted higher upon repeat but none were within toxic range. There are no reports of patient intervention or adverse health consequences due to the customer using acid and base past the indicated stability date.